Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/09/2024, a sales representative reported via sems- (B)(4) that an ar-1995shn noncannulated short screwdriver shaft, 2.5 mm hex, when used, had the tip twisted and partially broken when the bi-cortical post was being inserted. No pieces fell inside the patient, but the driver was unusable. Another driver was pulled from a different set to complete the procedure. This was discovered during an acl reconstruction procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 7/11/2024: there was no case delay.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion.